Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported that the device was fired, the clips do not close. There was no consequence to the patient. There is no further information available.